Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during placement of lead, this patient with a cardiac resynchronization therapy defibrillator (crt-d) device experienced a drop in blood pressure (bp). Post implant echocardiogram was performed and noted pericardial effusion. The suspected cause was unknown. Thus, pericardiocentesis was performed. The device remains in service. No additional adverse patient effects were reported.